Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high pacing lead impedance and loss of capture. The patient was asymptomatic and pacemaker dependent. The lead was capped and replaced. The patient was stable post procedure.